Event description:
Same case as: 2134265-2010-04226. It was further reported that during the index procedure, lesion 1 was located in the proximal right coronary artery (rca). The lesion was treated with placement of a 3.0x20mm taxus liberte stent. Post dilation was not performed with timi 3 flow. Lesion 2 located in the mid rca was 3.00mm in diameter instead of 3.25mm initially reported. The lesion was treated with the placement of a 3.0x24mm taxus liberte stent. Post dilation was not performed. Residual stenosis was 0% with timi 3 flow. Additionally, a 2.5x28mm non-bsc stent was implanted at the non-target lesion located in the mid left anterior descending (lad). The patient was discharged without complications 2 days later on aspirin and ticlopidine hydrochloride. Post index procedure, the patient experienced restenosis without ischemic symptom in the mid rca. The 75% stenosed, 3.25mm and 15mm lesion was treated with a plain old balloon angioplasty. Residual stenosis was 0% with timi 3 flow. The patient was discharged 1 day later.

Manufacturer narrative:
(B)(4).

Event description:
(B) (6). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The 75% stenosed target lesion located in the mid right coronary artery (rca) was 15mm long with a reference vessel diameter of 3.25mm. During the index procedure, the lesion was dilated with an unknown balloon catheter with 0% stenosis. It was reported that the patient experienced restenosis post-index procedure. In december 2009, an intervention was performed and the event considered resolved. The patient was discharged on panaldine, aspirin and clopidogrel. Patient condition listed as "good."

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) ().